Event description:
A customer reported a malfunction on their pump, with no notable events occurring prior to it. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump using provided instructions. After resetting, the malfunction did not recur, and the customer was advised that they could continue using the pump and to call back if the issue reappeared, which the customer understood.